Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported a crack in the case of the module where the disposable is attached would not stay secured. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.